Event description:
I have the FDA recalled (2019-natrelle textured) breast implants, I have almost all the symptoms known for b.i.I. The symptoms have changed for the worse, but gradually set in after the first set of saline in 1993, I am in the process of trying to get 2nd set (2008) of silicone removed. In addition to having FDA-recalled implants, I have b.i.I., a capsular contraction, and I'm pretty sure I also have a leaking implant after 2 mammograms and ultrasound and no referral to plastics and I am still fighting my insurance to pay for removal. Now I understand it is also affecting children in utero and breast milk. Please help us, women and children. Thank you. (B)(6). FDA safety report ID # (B)(4).